Manufacturer narrative:
Initial reporter's occupation was not provided. The sample was returned and evaluated. The evaluation confirmed a hex leak at the port exit due to faulty adhesion of the cassette film into the port tube. Scar# (B)(4) was issued for hex leaks. Rf tooling frame die flatness improvement project was implemented on april 23, 2019. Product lot hx8281 was produced prior to corrective action implementation. 3m will continue to monitor.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24355) had a crack on the cassette where it transitions into the tubing. A fluid leak allegedly occurred. The crack was discovered during setup and priming. No patient or staff injury was alleged.